Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure a micropace stimlab was selected for use. The display showed abnormally during the preparation. The procedure was not completed due to the event. The patient is stable, no patient complication or other additional intervention reported.